Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that low pacing lead impedance and oversensing were observed on the atrial channel. Patient was symptomatic, no symptoms were defined. The physician attempted to explant the lead but the vein was occluded. The procedure was abandoned and programming changes were made on the ICD instead. Patient is in stable condition and will continue to be monitored.